Event description:
Event description guidant received information that one day post implant, this implantable cardioverter defibrillator (ICD) exhibited noise on both the rate/sense and shock electrograms which caused inhibition of pacing. The patient is pacemaker dependent. In addition, it is reported that there was a large pacing spike on the shock electrogams without associated cardiac activity. The patient has an abandoned pacing system implanted. Review of the electrograms revealed normal detection of ventricular tachycardia and ventricular fibrillation (vf) with conversion of the vf. There were 3 inappropriate spikes observed.